Event description:
Ultraflow catheter ruptured during emobilization of the second feeder of an avm with onyx. The catheter was immediately removed and onyx was observed blocking the pt's vessel. No complications were reported to have occurred with the pt during this event.